Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Meb953 the following information was requested, but unavailable: what was the name of the procedure? What was the procedure date? What was used to complete the procedure? No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc(B)(4). Date sent to the FDA: 08/26/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened overwrap, an empty folder and a needle-suture of product code 9003g was received for evaluation. This product code is double-armed. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation, the suture was examined, and the end of attachment present mark of epoxy; however, the force used to detach the needle from the suture could not be determined. The functional test could not be performed due to the condition of the sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number meb953 and no non-conformances related to the reported complaint condition were identified.